Event description:
PICC line inserted 2003 and placement verified via x-ray to be in good position at junction of svc and right atrium. Three weeks later three unsuccessful attempts by physician assistant to remove catheter, which broke after third attempt. Vascular and CT surgery consults obtained. 2003 catheter removal attempt by m.d. Foiled. Tip remains in pt. Placement monitored weekly via x-ray. Position unchanged.